Event description:
The patient reported that the up arrow button needed to be pressed 4-6 times in order to activate desired pump functions. The issue appears to be getting worse. The rubber keypad appeared to be intact. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1: 09/15/2015 -device evaluation: the pump has been returned and evaluated by product analysis on 08/29/2015 with the following findings:during a visual inspection of the keypad, no physical damage was noted. The up and backlight buttons respond to user input intermittently, all other buttons responded appropriately. The keypad cover was removed and contamination was found under all the button contacts. Unrelated to the original complaint, the battery compartment was noted to be cracked along the side of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.